Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that three blades broke during a total hip arthroplasty procedure. It was further reported there was a 5 minute delay to obtain a new blade. It was also reported that there were no adverse consequences and the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that three blades broke during a total hip arthroplasty procedure. It was further reported there was a 5 minute delay to obtain a new blade. It was also reported that there were no adverse consequences and the procedure was completed successfully. This report is for the first blade that broke.